Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using generic stock batteries and an led segment on the display did not illuminate. During the operational testing the unit provided both audible and visual alarms and passed simulation testing by providing accurate measurements. An internal inspection of the device was conducted and the unit was confirmed to have an intermittent open circuit on the system circuit board which caused the failed led segment. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported a display failure wherein the segment was missing. No consequences or impact to patient were reported.